Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented remotely via merlin.net transmission with an episode of svt with marker discrepancies. Review of the transmission showed conflicting markers. No noise reversion or non-sustained oversensing episodes were recorded. Patient was brought in to clinic for further assessment. Device was re-interrogated/re-measured, and no iegm anomalies were observed in clinic. No patient symptoms reported.